Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement test, and displacement test. No critical pump error alarms noted. Device received with high sleeping current and unexpected battery power loss due to corroded electronic assemblies and corroded motor home switch. Device received with cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump alarming and there was an arrow with a book image. The customer¿s blood glucose level was unknown. Customer stated they received the open book image on the insulin pump screen. Customer stated that there was a crack on the back of insulin pump near battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.